Event description:
It was reported that a malfunction alarm with code malf 16 occurred, which was resettable, but the issue persisted after resetting. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with a pump reset by technical support, who assisted them, but since the issue recurred, a replacement pump was arranged. The customer was instructed to use multiple daily injections as a backup therapy and to return the problematic pump within 10 days.